Event description:
It is reported that upon insertion of the stem a small crack was noticed in the calcar. A cerclage cable was used.

Manufacturer narrative:
Eval summary: operative notes provided noted that the pt was preoperatively templated to a size 15 stem; however during surgery the surgeon was only able to get a size 14 stem in. No further details are available surrounding the event since an uneventful procedure template was provided in the description of the procedure. The pt had a door type b femur classification; pt bone quality is not indicated. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.